Event description:
Caller states the patient tested 6.2 inr and 4.8 inr on the coaguchek xs plus system while a comparison lab returned as 2.17 inr. No actions taken based on the device results. No adverse event reported. Requested return of suspect system and replacement was sent.